Event description:
It was reported that the recharger from the implant burned the patient. It was noted that the recharger antenna head ¿got so hot it blistered the skin.¿ it was noted that the patient had to replace the recharger. It was noted that in the past the temperature symbol would ¿go off.¿

Manufacturer narrative:
Product ID 3998, lot# lb7744, implanted: 2004 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID neu_recharger_acc, serial# unknown; product type recharger. (B)(4).